Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller (bmc) for evaluation. Visual inspection of the returned bmc revealed heat related damage to the j3 connector at pin 4. Fi technician cleaned the j3 connector pin 4 and performed resistance verification test; no shorts or opens were observed. Fi technician installed the bmc into the fi test ventilator and performed functional tests. No functional faults were identified. The root cause for the reported problem could not be determined. The heat related damage at the j3 connector pin 4 which was a cosmetic issue that did not cause any functional issues.

Manufacturer narrative:
Date of event: (B)(6) 2016 .

Event description:
The manufacture's field service engineering (fse) reported that during an annual preventative maintenance (pm) service, the fse observed that the blower motor controller (bmc) had a burn mark on it. There was no patient involvement.